Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the front left corner of the coulter lh 750 hematology analyzer. The volume of the leak was approximately 5 ml and not contained within the instrument. The instrument did not generate any flags or error messages as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and scrubs at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and had observed that the source of the leak was a pinhole in the tubing at the pinch valve (vl) 65 on differential mixing module. The fse replaced the tubing and cleaned the spill. No further evidence of leaking was observed. The cause of the leak was a pinhole in the tubing at vl65. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).